Event description:
It was reported that during a lap sigmoid resection procedure, they put in anvil in proximal bowel and tighten purse string. Then they re-inserted the proximal bowel into abdomen, re-insufflated so can connect anvil to instrument. The anvil slipped back into the bowel. They had to convert from laparoscopic to opened to find the anvil. It was found and retrieved. Patient is currently stable.

Manufacturer narrative:
Date sent: 3/13/2008. Information anticipated, but unavailable at this time.